Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device interrogation, noise was observed on the right atrial lead. No programming changes were made as the amplitude of the noise was too high to program. The patient was stable.